Event description:
Event description guidant received information that while interrogating this device, this lead triggered a lead safety switch to occur. In addition, a yellow warning screen appeared on the programmer.